Manufacturer narrative:
Findings: unable to charge due to corroded battery cap contact. However unit passed functional testing. No led anomaly noted.

Event description:
It was reported that the insulin pump experienced multiple lost sensor alerts. Customer's blood glucose reading was 178 mg/dl. Nothing further reported.